Manufacturer narrative:
Us customer contacted cepheid to discuss results. On (B)(6) 2022 a sample was collected from the patient. Customer ran the sample per pi on xpert xpress cov-2/flu/rsv plus on (B)(6) 2022 which resulted in sars cov-2 neg/ flu a neg/ flu b neg/ rsv neg. This was reported to the doctor. On (B)(6) 2022, customer retested the original sample on the panther platform which detected flu. This was reported to the doctor. It is unknown if the patient was symptomatic, but members in the same household were symptomatic for flu. This case involves a sample that tested negative by cepheid xpert xpress cov-2/flu/rsv plus test, but positive for influenza a by the panther fusion test. Examination of the cepheid pcr data shows amplification in the flua a1 and a2 channels. The pcr curves were normal appearing. This is likely a true flua positive, with low target concentration. The negative cepheid result was due to the cutoffs set for the test. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss results. On (B)(6) 2022 a sample was collected from the patient. Customer ran the sample per pi on xpert xpress cov-2/flu/rsv plus on (B)(6) 2022 which resulted in sars cov-2 neg/ flu a neg/ flu b neg/ rsv neg. This was reported to the doctor. On (B)(6) 2022, customer retested the original sample on the panther platform which detected flu. This was reported to the doctor. It is unknown if the patient was symptomatic, but members in the same household were symptomatic for flu.